Manufacturer narrative:
On 01/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/14/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, on the verify instruments screen, the passive cranial reference frame was showing disconnected and was unable to be seen in the tracking view. The passive probe was showing up. The site brought in a second navigation system to continue the procedure and everything worked fine. In trouble-shooting, the site representative took the following steps: replaced spheres twice adjusted the camera and adjusted the reference frame; attempted to use the sterile reference frame; removed the passive cranial reference frame and then re-added it to the procedure ; attempted a different procedure; re-started the navigation system; brought in an alternate navigation system - issue resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour and 25 minutes. There was no impact on patient outcome.